Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin cartridge was leaking after the patient refilled a 180-unit cartridge and connected it outside the ilet chamber, which is contrary to the user guide, leading to hyperglycemia with a maximum blood glucose of 323 mg/dl for over two hours. Symptoms included hyperglycemia without loss of consciousness or other acute complications. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education, with patient coaching on proper cartridge fill and installation per the user guide and replacement of the cartridge. Investigation of this case revealed user technique error related to off-label refilling and connection outside the device chamber. It was concluded that the event was attributable to improper cartridge handling, that therapy was successfully resumed with a new cartridge, and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.